Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. Reportedly, the customer wears the pump against their skin and the occlusion alarm had occurred when an abrupt temperature change to the pump occurred. The customer's blood glucose (bg) level ranged between 196mg/dl and 200's mg/dl. During a follow-up, it was confirmed a cartridge change was performed and no additional occlusion alarms occurred. The customer's bg level during the follow up was 281mg/dl.